Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event and consent to contact physician has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported: "now for two month around I have been having feelings of somethings not right, I have been getting aches, warming feeling, tingling on my left breast mostly. Not hardness. I contacted my clinic, the surgeon will not see me unless I have a ultrasound, my own gp says it seems they may be deflated or ruptured and felt for any lumps but was difficult." This device relates to the left side. The device remains implanted.